Manufacturer narrative:
As the qc recovery was acceptable, there was no indication for a performance issue of reagent or instrument. The investigation did not identify a product problem. The cause of the event could not be determined. This event occurred in (B)(6).

Event description:
The initial reporter received a questionable elecsys t4 assay result for one patient from the cobas e 801 analytical unit. The initial result was 0.507 ug/dl and was reported outside of the laboratory. The doctor questioned the result. On (B)(6) 2020, the sample was repeated with results of 6.95 ug/dl and 7.33 ug/dl. The result of 6.95 ug/dl was believed to be correct. The reagent lot number was 41543101 with an expiration date of 31-oct-2020.